Event description:
Synthes 8.5 reamer part # 35208518079. Surgeon reaming shaft of fractured femur to insert rod. Tip broke off inside of the shaft of the femur. Not able to retrieve the tip. Synthes rep returning to manufacturer for evaluation.